Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, flat creases, white particles in shell, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a curved striated opening on radius side assessed as surgical damage and a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(no shell thickness due to opening is under plug strap). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage consist in the use of some surgical tool. A sharp opening due to unidentified(tear) opening.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.